Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, patient showed up infected to the or. A revision surgery was performed on (B)(6) 2024 to address this adverse event. One (1) unkn journey bcs / journey ii bcs knee insert was removed, the wound debrided and a new 15mm left 3-4 bcs poly was implanted. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the patient had a total knee arthroplasty on an unknown date and a revision due to infection (B)(6) 2024. It is noted additional information is not available. Although infection was reported, without supporting clinical documentation a clinical root cause for the infection cannot be confirmed. The patient impact was the reported infection and subsequent wound debrided and poly exchange. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and sterilization records review could not be performed. A review of the instructions for use documents for revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. Due to the absence of part numbers, prior actions applicable to the reported event could not be definitely concluded. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.